Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that a patient underwent a revision surgery at 6 years post-operative due to glenoid arthrosis. Conversion to tsa.